Event description:
It was reported that the mobile programmer failed a base firmware update. Performance data from the mobile programmer was received and it was determined at analysis that the mobile programmer had a loss of connection. There was no patient involvement. Application version: 4.5.2 host tablet os version: 26.2.

Manufacturer narrative:
Product analysis: device was returned for physical analysis. Analysis was unable to confirm the customer comment that the mobile programmer failed a base firmware update. Analysis found no anomalies. Final disposition of this unit will be maintained by the contract manufacturer. Performance data collected from the mobile programmer was received and analyzed. Analysis of the service logs found the customer comment that the mobile programmer failed a base firmware update was confirmed and it was found that the mobile programmer had a loss of connection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.